Manufacturer narrative:
A philips product support engineer and philips clinical specialist reviewed the log files provided. Based on the information available, the reported problem was not confirmed. The customer confirmed that it was a user error. According to the customer the alarms of the measurements were turned off. A reviewed the log files was completed, based on the information provided, spo2 inops alarms were logged in the clinical audit log on (B)(6) 2024 starting at 05:36:08. The inops logged indicated spo2 monitoring was interrupted, and alarm detection was not reliable. Other physiological alarms were logged including asystole, vent fib, and low nbp indicating the patient¿s status. Alarms are unavoidable and can cause the patient to miss out on the physiological benefits of quieter, more serene healing environments. Alarm management is important and begins with setting meaningful and reliable alarms for the patient. Acknowledging and responding promptly to all alarms is recommended. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporter phone number: (B)(6). Reporting institution phone number: (B)(6).

Event description:
The customer reported in the ccu department they possibly missed the spo2 alarms for a patient. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.